Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs were not reviewed as no data review is needed for this complaint because it was only reported that the retainer was broken. The console was returned for evaluation. The purge disc retainer was found to be broken. The root cause of the issue was broken purge disc retainer.

Event description:
The complainant had an automated impella controller (aic) ongoing for a patient admitted in acute myocardial infarction and cardiogenic shock. On day 2 of the support the team observed purge disc damage on the aic and removed the aic and replaced it with another console. No patient harm or injury was noted from the interruption in the support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.